Manufacturer narrative:
Image analysis: one still image was provided for analysis. In the image provided the patients legs can be seen, it is not possible to identify swelling and inflammation in the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient developed an inflammatory response a month after having treatment with the closure system vs-403 venaseal. The inflammatory response occurred in the area where venaseal had been used. Patient presented on (B)(6) 2024 with recurrent varicose veins of the right calf following conventional open surgery in 1970¿s. Venous ultrasound showed neovascularisation at the ablated right sapheno-femoral junction filling a residual un-stripped full-length greater saphenous filling varices in the medial calf. Decision to do a single puncture technique as she was less keen on undergoing ambulatory phlebectomies. Procedure was carried out on (B)(6) 2024, uncomplicated right greater saphenous endo-luminal bio adhesive closure. The procedure was completed as directed, and the vein closure was confirmed. No tumescent infiltration was utilized during the procedures. Completion scan entirely satisfactory. The early follow-up at 7 days showed varices already responded and gsv totally occluded. Arranged for follow up at 2 months. Patient returned early on (B)(6) 2024 (day 25) with tenderness and localised swelling mid-medial right thigh. Scan as before with inflammatory pale ¿halo¿ around the occluded vein. Patient was prescribed hirudoid cream and topical nsaid gel. Patient was seen at weekly intervals since then with continued focal inflammation over the treated vein. Two procedures for incision and drainage for focal collections for presumed local abscesses: always sterile, and not much drained. Co-amoxiclav prescribed. Seems to be settling very slowly. No further patient complications have been reported as a result of this event.